Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl and 500 mg/dl. The customer received a no delivery alarm and while troubleshooting the customer stated she experienced the high blood glucose levels. The customer declined further troubleshooting for the low blood glucose of 30 mg/dl and 35 mg/dl due to her over treating. The customer states she treated with food and her blood glucose went back up to 400 mg/dl. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.